Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm inspected the iabp unit and found a blood-like substance in the pneumatic interface module lines and the safety disk. To resolve the issue, the stm replaced the pneumatic interface module assembly and safety disk, and the hospital risk management took the parts. The stm then completed all safety, functionality, and calibration checks and all tests passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that while in use in a patient the clinician observed a brownish fluid in the helium tubing of the cardiosave intra-aortic balloon pump (iabp); subsequently the iabp alarmed autofill failure and iab disconnected. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.